Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). One ventricular detection algorithm intended to identify and avoid inappropriate therapy delivery was programmed off and another did not find correlation with the patient's typical atrial arrhythmia morphology. Follow-up with the clinic noted that the physician was aware of the inappropriate therapy delivery, however there was nothing noted about reprogramming and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.